Manufacturer narrative:
Upon investigation it was determined that this complaint is a duplicate of an existing complaint, for which MFR. Report #:2031642-2015-01807 was submitted.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during testing the battery was found depleted. The customer reported the unit was not in use on patient.